Event description:
Additional information received from the healthcare professional indicated that they had no knowledge of the pump tilt and that the pump was filled on (B)(6) 2016 without problems.

Manufacturer narrative:
Other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient receiving morphine (8.0 mg/ml at 1.7290 mg/day) and naropin (10.0 mg/ml at 2.1612 mg/day) via an implanted pump. The pump's indications for use were spinal pain and chronic low back pain. The patient reported that on (B)(6) 2016, she didn't have her personal therapy manager (ptm) while she was out running errands, but realized she was in a lot of pain. She stated that she had been having pain since the pump was put in. The symptom was reported as sudden. She reported that when she attempted to get her bolus at 2:30 pm, she saw a 6 hour lockout; she stated that her previous successful bolus was at 7:30 am. The ptm's programmed lockout parameters are: 4 times/day, once/360 minutes, and once/6 hours. The patient stated that could be possible that she got the bolus because she wasn't in extreme pain. She also reported that she didn't get her bolus at 8:30 pm with the same lockout. Again, she thought she may have gotten something because she wouldn't have slept if she hadn't had boluses all day. She stated that she uses the antenna and confirmed that she was placing it directly against her skin over the pump. She mentioned that the pump was tilted in her abdomen. Caller states she could lie down or stand up when she needs a bolus because then, the pump flattens out. Additional information was received from the patient on (B)(6) 2016. She stated that she couldn't write due to tremors. The patient stated that she had notified her healthcare professional (hcp) about the ptm lockouts and that the medication was being delivered, but the ptm didn't show it. She mentioned that she was in so much pain that she couldn't tell the difference. She also notified the hcp about the pain and they raised the morphine. The patient didn't know why the pump was tilted. She mentioned that there was no circumstance that led up to the ptm being lockouts. A supplemental report will be submitted if additional information is received.

Event description:
Additional information was received from a consumer. The patient has pain. The patient recently had magnetic resonance imaging (MRI) to address her pain and she has hip issues that she is going to get injections for. The patient did not believe the pump was implanted to address anything below the waist. The patient had knee surgery performed since the pump was implanted. Since implant, the patient was having issues with the personal therapy manager (ptm) locking her out when the patient didn't think it should be. The ptm was indicating that the patient was being locked out from receiving a bolus. The patient consistently has had issues with the ptm giving her boluses since she was implanted. When the patient went to give themselves a bolus on (B)(6) 2016, she was told she had to wait 18 minutes as the time remaining. The patient then tried approximately 23 to 24 minutes later and was told she had to wait 46 minutes. The patient had notified her physician about the issue previously. The patient had an appointment scheduled tomorrow (2016-07-20) for some injections with her pain physician and she was to bring the ptm and the manufacturer's technical service number to that appointment. Pulling reports at the appointment tomorrow and having the physician receive assistance over the phone by was being considered. The programmed lockout parameters were as follows: 4 times per day maximum, 1 time every 360 minutes lockout interval and 1 time every 6 hours regarding dose restriction interval (dri). The pump was currently administering morphine and another drug unknown to the reporter; drug concentrations and dose rates were unknown.

Event description:
Additional information received reported the ptm (personal therapy manager). That was bad and something was wrong with it as the patient would wait 1 hr, then 30 min, etc. They replaced the ptm (personal therapy manager).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.